Event description:
Add'l info rec'd from rptr 11/14/01: the issue is placement of the guide-wire through the plunger of the syringe, thereby precluding the ability of the healthcare professional to identify the presence of absence of pulsatile flow. Ordinarily, the syringe is disconnected from the insertion needle. A few seconds pass while the wire is being placed through the needle which allows inspection of the blood flow from the catheter to insure that it is not pulsatile. Pulsatile flow indicates inadvertent placement into the artery rather than the vein. The presence of a lumen in the plunger through which the wire can be placed precludes inspection for pulsatile flow unless add'l steps are taken. Those add'l steps are outlined in small print in the instruction manual, but these steps are cumbersome and not always performed, particularly by users unfamiliar with this kit. If this device is used, rptr believes there should be a clear warning on the front of the package insert or package cover that states that inadvertent arterial cannulation can occur unless the user takes specific precautions to check for inadvertent arterial puncture.

Event description:
Triple lumen cvl placement procedure was performed in 2001 for vascular access. An attempt was made to place it into the right subclavian vein; however, it was inadvertently placed into the right subclavian artery. The arrowgard cvc kit was used (ak-45703-b) which has a raulerson syringe. The vessel was accessed and the wire placed through the plunger, followed by the dialator and catheter. Subsequent chest x-ray revealed the catheter to be in an abnormal location. The catheter was attached to a monitor revealing an arterial wave form. Interventional radiology successfully removed the catheter and placed an angio-seal closure device. However, dissection of the right brachiocephalic artery was identified. The pt was anticoagulated with heparin and has done well since that time with respect to this adverse event. Placement of the wire through the syringe plunger precluded visualization of pulsatile flow from the needle